Manufacturer narrative:
Concomitant medical product: fr995-23 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads "kinked" eight weeks after implant. The lead remains in use. No patient complications have been reported as a result of this event.